Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported a battery failure. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the battery could not be charged. The service technician replaced the battery and the problem was resolved.